Manufacturer narrative:
The value of endografts in the surgical management of arterial lesions secondary to behçet disease henghui yin, songqi li, mian wang journal of vascular surgery 2017 65,2:471-477 dx.doi.org/10.1016/j.jvs.2016.08.109. If information is provided in the future, a supplemental report will be issued.

Event description:
A study for the treatment of behcet disease was carried out in ((B)(6) 98 to (B)(6) 15), 33 patients were treated including 1 patient who was treated with a scuba stent in the great saphenous vein. All primary procedures were successful. Follow-up was carried out approx. 3 years post procedure, the patients treated with endografts suffered adverse events of stenosis, infection, artery rupture, occlusion, gangrene, amputation.